Event description:
It was reported the switch remained "on" without being activated. Visual inspection of the switch components revealed that the electrical cord had been subjected to a great deal of stress, pulling the wire connections apart. The exposed wire had emitted sparks which had damaged the circuit board and caused it to remain activated. We concluded that this report was attributable to misuse on the part of the consumer.